Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, in the patient's left eye (os), on (B)(6) 2018. The patient complained of glare and halos and could see the border of the lens. The lens remains implanted. See MFR report # 2023826-2018-00951 for initial lens.

Manufacturer narrative:
(B)(4).